Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on october 22, 2015. (B)(4).

Event description:
It was reported the end user found a live spider in the sealed catheter packaging upon receipt. The product was not used.